Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms this is a literature study from china. "Comparison of rotating-platform and fixed-bearing total knee arthroplasty". Author: jin ye. In this study there were 107 patients (115 knees) bearing genesis ii ps implants. It was reported that during total knee arthroplasty a patient suffered intraoperative fracture. Being a literature study, more patient specific material/information was not available. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Literature case "comparison of rotating-platform and fixed-bearing total knee arthroplasty". Author: jin ye. In this study there were 107 patients (115 knees) bearing genesis ii ps implants. It was reported that during total knee arthroplasty a patient suffered intraoperative fracture.